Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and during archive data review. Ua42 (force overload tripped) error message was not duplicated during functional test and was not identified in the device's archive. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Unrelated to the reported complaint, a cracked top cover and front and bottom enclosures on the autopulse platform were observed during visual inspection. These types of physical damaged on the platform are characteristics of unintentional mishandling. The damaged parts were replaced. The autopulse platform's bottom enclosure replacement remedies the broken hinge tabs that were also reported by the customer. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. Thus, confirming the reported complaint. To remedy the issue, the drive shaft was rotated to home position by using the administrative menu. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - ua45 (driveshaft not at "home" position after power-on/restart) or ua42 (force overload tripped) error message after the lifeband was pulled out and the hinge tabs on the autopulse platform were broken. No patient involvement.